Event description:
The tip of the screwdriver broke off in the screw while inserting the screw into the bone. There is only one screwdriver in the set so the surgeon had to use the same broken driver for the other screw, which ended up working but made it very difficult. There was no patient injury. There was a surgical delay of 15 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.